Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that facscalibur 4 clr basic sensor unit gave erroneous results. The following information was provided by the initial reporter: " fl2 fluctuates or dots break. Fl1 seems to be lower than before. 1. As reported code was updated as erroneous results in the product grid. 2. Bdj considered the fluctuation in fluorescence caused by the instrument hardware. "

Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit part #343202 and serial #(B)(6). Problem statement: customer reported complaint on instrument part #343202 and serial #(B)(6) that fl2 fluctuates or dots break. Fl1 seems to be lower than before. Manufacturing defect trend: there are zero qns (quality notification) related to the reported issue. Date range from 03apr2019 to date 03apr2020. Complaint trend: there are zero other complaints related to this complaint #(B)(4). Date range from 03apr2019 to date 03apr2020. Manufacturing device history record (DHR) review: review of DHR part #343202 serial #(B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR, risk analysis, and the servicemax work order the root cause of why fl2 fluctuates or dots break andfl1 seems to be lower than before could not be determined. Work order (B)(4) was cancelled on 06may2020 due to the user's declaration of emergency situation of covid-19. No technician was dispatched to the customer. There was no erroneous results as no patient sample was used. The customer found the phenomenon, such as fluctuation of fl2, dot cracking, and decrease of fl1 during qc test. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order # (B)(4) (case # (B)(4)). Install date: 17apr2002. Defective part number: n/a. Work order notes: subject / reported: fl2 fluctuates or dots are broken. Fl1 seems to be lower than ever. Problem description: fl2 fluctuates or dots are broken. Fl1 seems to be lower than ever. Cause: n/a. Work performed: n/a. Solution: n/a. Additional case comments/notes: canceled due to user's declaration of emergency situation. Delayed due to covid-19. Returned sample evaluation: the returned samples was not requested because there were not parts replaced and the cause could not be determined. Risk analysis: risk management file part #342973ra, rev #03 was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no hazard ID 3.1.2. Hazard: instrument inoperable. Cause: reversed fluidic connectors for sheath tank, by mfg at spares reference (fyi-08-07). Harmful effects: 1. Delay in results 2. Required cts and or fse visit. Risk control: n/a. Implementation verification: n/a. Effectiveness verification: n/a. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazard: none. Hazard ID 3.1.3. Hazard: instrument inoperable. Cause: tank supplier poor workmanship. 1. Leaking tanks. 2. Fit issues of sensor assemblies causing lack of pressurization reference (fyi-08-11). Harmful effects: 1. Delay in results 2. Required cts and or fse visit risk control: 1. Changed supplie to improve quality of tanks. 2. Tank molding tool was verified after install at new supplier site. 3. Oms # tam amended to add requirement to test all tanks shipped with instrument implementation verification: verification report, 1st article performed on first delivery in receiving inspection, oms #(B)(4) kaisen #. Effectiveness verification: # bmp0005, fa# fa17155, co# 1147e504418. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazard: none. Hazard ID 1.1.2. Hazard: incompatible laser head and laser power supply, in the field only to replace laser or power supply. Cause: using a laser power supply with a different mfg, for the laser head. Harmful effects: low or no power for the laser, which would cause delayed results. Risk control: field service bulletin issued to alert fse to possible low frequency incompatibilites. Implementation verification: none. Effectiveness verification: fyi 06-21. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazard: none. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause could not be determined and is unknown. Conclusion: based on the investigation results the root cause of this complaint could not be determined because of insufficient information. The servicemax work order was cancelled because of the customer¿s emergency declaration of covid-19 and no technician was dispatched to the customer¿s site. There was no erroneous results as no patient sample was used. The safety risk is low as there was no impact to patient health or safety. Supporting document: n/a. H3 other text : see h.10.

Event description:
It was reported that facscalibur 4 clr basic sensor unit gave erroneous results. The following information was provided by the initial reporter: "fl2 fluctuates or dots break. Fl1 seems to be lower than before. As reported code was updated as erroneous results in the product grid. Bdj considered the fluctuation in fluorescence caused by the instrument hardware."